Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 482 mg/dl. Customer treated their high blood glucose level via manual injection. Customer was advised to change out their entire infusion set and return the set for analysis. Customer advised they performed the troubleshoot process when they were alone and found the site was occluded. Further troubleshooting for the high blood glucose was declined. The insulin pump will be returned for analysis.